Event description:
It was reported that a cgm error 42 occurred. There was no reported impact to the customer¿s blood glucose level. Customer was provided with complete pump reset instructions by technical support, but did not have charging supplies available and will call back for further assistance. Upon follow up cts provided pump reset information. Cts walked caller through pump reset. After reset pump reset cgm error code did not reappear.